Manufacturer narrative:
This report is being submitted as a correction to the previously submitted report for this event. During internal review, it was identified that incorrect information was inadvertently included in section d9 of the initial report indicating that the device was returned and available for evaluation. The device has not been returned; therefore, no device evaluation has been performed. A follow-up report was submitted to correct this information; however, the report type was inadvertently selected as "30-day", "5-day", along with "follow-up #1." This submission corrects the report type and ensures accurate information is reflected in the MDR. No new information regarding the event has been identified, and the overall assessment remains unchanged.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The video provided by the customer appears to have clumped spheres throughout the vial. The actual device was not returned, and the packaging was open, therefore, the cause cannot be determined. Because the device in question was not returned for analysis, thus, it is not possible to fully perform the investigation of this complaint and provide cause of the reported issue. The most potential root cause is a very insufficient shaking during preparation. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reports during the d-tace operation in the hepatobiliary surgery department of the hospital, when loading 40mg of pirarubicin with v225hs, it was found that after the chemotherapy drug was loaded, the spheres were scattered and fragmented, forming floc-like substances. The drug bottles and syringes were suspended without sedimentation, and the tubes frequently blocked during use. This led to the operation not progressing smoothly, so the surgeon immediately decided not to use the prepared drug-loaded microspheres anymore. At the same time, the operation was completed using drug-loaded microspheres. No additional details were provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. Upon secondary review it was determined that d9 is incorrect and needs to be changed. D9 was updated to reflect that the device is not available for evaluation.